Event description:
The reporter stated that she did meter to hcp meter comparison tests, side by side in the doctor's office. Tests were within 5 minutes, using same fingerstick. Results were 149 mg/dl on her meter, and 253 mg/dl on doctor's meter (type unknown) she did not have any symptoms. On followup, reporter said she checks confirmation dot for enough blood, but does not compare to color chart on strip vial. Reporter did not have control solution for testing. The lifescan rep reviewed coding, cleaning, strip storage, control solution use, meter/meter/lab comparison and sample application.